Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 578 mg/dl. Customer's other blood glucose value was 208 mg/dl and 151 mg/dl and 460 mg/dl. The customer experienced symptoms such as nausea and vomiting difficulty breathing severe dry mouth, dehydrated, blurred/shaky vision, body pain. The customer was treated with insulin pump and insulin drip and manual shot. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The device was not expected to be returned for analysis.